Event description:
This is the first of two events for this patient. It was reported that following anterior and posterior procedures in 2007, the patient subsequently developed an abscess in her right buttock in the area of the mesh and some erosion of the mesh in her vagina which the doctor had to revise four months later. The doctor debrided the abscess in 2008, and was able to pull the mesh out because the mesh had not incorporated into the patient's tissue. The patient went to another doctor for repair using her own tissue, which was reportedly successful.

Manufacturer narrative:
A lot number is unknown, therefore, no review of the device history record could be performed. The instructions for use which accompanies each device states in the section labeled: contraindications - support system is contraindicated for patients who are pregnant or may become pregnant, have a urinary tract infection, have an infection in the operative field, or patients in a period of growth because the mesh may not stretch significantly. Adverse reactions - potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The product is recommended to only be used by physicians who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes. The implant procedure section states to use a vaginal finger to guide the needle tip through the posterior vaginal wall incision at the perineal body, and at the most lateral portion of the dissection (the junction of the transverse perineal and bulbocavernous muscles).